Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 30 mg/dl and 225 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, during the procedure the cut wire broke inside the patients bile duct. The device stayed intact and no wire fell into the patient. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The customer's meter has been returned and investigated.the complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Similar readings to those reported by the customer were found in meter memory. This is a final report.